Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was reported that a patient had a pump implanted (B)(6) 2011 and had surgical pain and breakthrough pain. The patient's incision site did not look red or "puffy". The patient had a follow-up appointment scheduled for (B)(6) 2011 but wanted answers before then. Nine (9) days later, it was reported that the patient wanted his pump removed. The patient reportedly had more pain now than he did before the surgery. Per the reporter ,the patient believed he was misled about the amount of pain relief, the scar and the length of his hospital stay. The patient had been told the implantation would entail a one (1) night hospital stay, but he was in the hospital for five (5) days. The reporter also stated the patient never had any therapeutic effect. The patient had reported increased baseline pain since the new pump and catheter implantation. On (B)(6) 2011 it was reported that the patient continued to have increased baseline pain. The patient wanted relief "now"; he did not want to wait for medication adjustments. Per the reporter, the patient requested that the physician change his medication from morphine to fentanyl, as fentanyl worked well for the patient in the past. However, the physician reviewed with the patient that it took time to find the correct closing. The patient states that prior to implantation he had been on 200 mcg fentanyl, 330 mg morphine and oxycontin. Now the patient is on 15 mg morphine which he said was not "touching the pain". It was also reported that the patient was not sure if the pump was even working. He had not seen any printouts or seen the level of drug. The patient "preferred this to work", but he wanted more information. The patient also stated that he was told he would receive a personal therapy manager (ptm), but had not received on yet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient was dismissed by their healthcare provider (hcp). Patient was looking for a physician to turn off his pump in 10 days and then a neurosurgeon to remove it. Patient had got last refill on (B)(6) 2012 and had prior hcp office visits to turn the device down to minimum rate in expectation of explant scheduled for (B)(6), but it was not followed through. It was stated that patient experienced withdrawal symptoms in (B)(6) 2011, and then from (B)(6) 2012 to (B)(6) 2012. Symptoms included yawning, nausea, diarrhea and insomnia. Patient also had therapy symptoms that included intracranial pressure caused by known allergic reaction to morphine, blurred vision, intermittent complete numbness of both lower extremities, if he turns over to his left side where pump was located he was awakened with panic gasping for breath with fast heartbeat of "150 bpm average with an erratic rhythm" and dizziness. It was stated that hcp was aware of these issues since (B)(6) 2011 and they were discussed and documented. It was stated that the alarm was set to go off in 10 days and patient was aware that he would potentially experience more withdrawal "but was used to it". Drugs delivered were morphine and fentanyl. Per hcp patient wanted the pump removed because "he believes it's going to kill him". Hcp reported that patient was allergic to morphine and this contributed to decision to turn pump off. As of (B)(6) 2012 it was stated that patient was in the hcp's office waiting to have the pump programmed to minimum rate mode.

Event description:
Additional information received later from the hcp indicated that they were having difficulty adjusting therapy which caused patient to become "very frustrated, paranoid, ideas about conspiracies and intention to harm".